Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, during valve deployment, the commander delivery system balloon ruptured before nominal contrast was introduced into the balloon. The valve was still able to be deployed and no post-dilation of the valve was needed. After the valve was deployed, there was difficulty withdrawing the delivery system into the esheath+. A snare catheter was used and inserted into the opposite side to retrieve the delivery system, but it was unsuccessful. The delivery system was then surgically removed. No dissection was observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed a radial and longitudinal balloon burst on the inflation balloon. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for commander delivery system balloon burst and inability to withdraw the commander delivery system through the esheath+ resulting in the need for an additional surgery to remove the delivery system were confirmed from the imagery provided. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences documents the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) delivery systems are subject to increased risk of burst in a calcified landing zone. The event description states, "balloon rupture during valve deployment was reported. Since the patient had moderate to severe valve leaflet calcification". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip, which would have then have led to the experienced retrieval difficulty. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of the burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.